Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm vibrating rapidly during 'bone preparation'. Case completed robotically.

Event description:
Mps reported arm vibrating rapidly during 'bone preparation'. Case completed robotically.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: performed full pm service. Only item found was dirty camera lenses. Cleaned camera lenses. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints related to p/n 209999. Robot number: (B)(4) shows no other similar complaints. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.